Manufacturer narrative:
Failure analysis noted that the up arrow button did not respond due to corroded keypad traces. There was no scrolling numbers display noted. There was no moisture damage on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 10.8 mmol/l at the time of incident. The customer stated that the pump was in a storm and the buttons were barely responding. The customer stated that the numbers were ramping on their own and the scroll bar was moving with no input. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.